Event description:
Two pt sample with low calcium results, that were higher when repeated on another analyzer, same methodology. Pt 1, initial result gave 8.0 mg/dl, repeat gave 9.1 mg/dl. Pt 2, initial result gave 8.0 mg/dl, repeat gave 9.1 mg/dl. Pt 2, initial result gave 8.2mg/dl , repeat gave 9.4 mg/dl. No adverse events reported in association with the incorrect results. The field service rep found a hole in the r2 dispense tubing and repaired the instrument.